Manufacturer narrative:
Concomitant medical products: 5092-52 lead; implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured and caused muscle stimulation. The lead was programmed off. It was further reported that the implantable pulse generator (ipg) system was explanted for infection. No further patient complications have been reported as a result of this event.